Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc. Removed other serious (important medical events).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevate blood glucose (bg) levels and pancreatitis; however, no specific bg levels, dates of hospitalization, treatment information, or event outcome was provided. Although multiple follow up attempts were made by tandem technical support, no further information has been provided on the reported issue.